Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device; boston scientific jag wire 0.035 inch wire guide. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report, lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user to maintain negative pressure for balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a endoscopic papillary balloon dilation (epbd), the physician used a cook quantum ttc biliary balloon dilator. The cook quantum ttc biliary balloon dilator was advanced over a wire guide into the papilla. Then, the physician attempted to inflate the balloon using a combination of water and contrast, but the balloon would not inflate firmly. It was confirmed that the amount of diluted contrast in the inflation device was waning [leaking]. The epbd was not performed.